Manufacturer narrative:
The device manufacture date was documented as jul 16, 2015 on the initial report. It has been updated as jul 21, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had worn components, bearings, sleeve and bearing were damaged, the tool could not be inserted and a gear was broken. It was also noted that the thimble lock operation and cutter insertion failed pre-repair diagnostic assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Reporter¿s address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported on the service order from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.